Event description:
It was reported that during a procedure the ultrasonic scalpel "would not achieve hemostasis and it was slow." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed biological material from use on the distal tip and an indention in the teflon pad. The scalpel's activation was tested on a generator and the device passed initial, button (10 times each) and pedal testing. The device's ability to cut and coagulate was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The device passed all cut and coagulation testing. Cutting/coagulation effectiveness is related to various factors such as, but not limited to, power level (generator settings) and surgical technique. The ultracision harmonic scalpel generator 300 system user manual states: "with all instruments except the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation." Sss instructions for use state: "higher generator power level is warranted for greater tissue cutting speed and for greater coagulation use a lower generator power level. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors including the selected power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00017, where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.